Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the latch was missing magnet. The field service engineer replaced a new version latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure, unable to recover. The customer reported that an issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.